Event description:
It was reported that there was a limited/imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: during surgery the jaws extended at a right angle and would not close. Another fenestrated bipolar was opened to finish the case.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.